Manufacturer narrative:
Concomitant medical products: d274trk crt-d implanted (B)(6) 2010. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The initial reported event of high superior vena cava (svc) coil impedance as previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing alert tones. There was high superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported asa result of this event.